Event description:
A malfunction on the pump was reported, where the screen would not turn on. There was no adverse impact to the customer's blood glucose level. The customer managed to reset the pump before contacting technical support, who then instructed them to connect the pump to a known working power source, which resolved the issue. Despite this, technical support decided to replace the pump, providing one with updated software. The customer understood the instructions for returning the faulty pump and agreed to the steps needed upon receiving the replacement.